Event description:
It was reported that during a laparoscopic low anterior bowel resection procedure, after the clip was fired, the clips did not close as usual. The user tried to fire the device outside of the patient and the clips were still not forming properly. It was unknown which firing this occurred or which structure/vessel the device was being used on. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - yielded jaws and ejected clips. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.